Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report number 3012447612-2017-00450.

Event description:
It was reported that two shims were found disassembled from the blades after cleaning and sterilization. There were no surgical or patient impacts associated with this event. This is report two of two for this event.